Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a de novo lesion located in an unspecified calcified vessel with a 2.2x15mm apex balloon catheter. The balloon was inflated several times under the rated burst pressure. However, on an unspecified inflation, the balloon ruptured. The device was removed from the pt intact. The procedure was completed with different device. There were no reported pt complications. The pt status is listed as "fine".

Manufacturer narrative:
(B)(4).